Event description:
It was reported that the patient got the interstim permanent implant for bladder the day of reported event. The patient had to raise it because she couldn't feel it anymore and they told her to do that. Additional information later reports that there was a fifty percent or greater symptom reduction and the cause of the event was not determined. It was not device related and reprogramming was needed. Reprogramming was provider on (B)(6) 2014. It was reported that all impedances were normal on evaluation. The patient experienced a loss of therapeutic effect that was sudden. The patient also experienced a loss of stimulation. The patient did not recovered and symptoms/issue were ongoing. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer. (B)(4).